Manufacturer narrative:
The device was returned and received at us cq. Upon visual inspection, the tip was observed to be broken and broken piece was not returned. No other issues were identified with the returned device. The complaint is not confirmed the complaint condition was not confirmed for stripped tip. For broken tip, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number 0607mi was released in multiple batches. Batch1: lot were released on 03 aug 2007 with no discrepancies. Batch2: lot were released on 20 jul 2007 with no discrepancies. Batch3: lot were released on 19 jul 2007 with no discrepancies. Batch4: lot were released on 11 jul 2007 with no discrepancies. Batch5: lot were released on 03 jul 2007 with no discrepancies. Batch6: lot were released on 03 jul 2007 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the tip of the screwdriver stripped during an unknown procedure. The pre-screw tightening of the situs was prepared with a thread cutter. No parts remained in the patient. There was no surgical delay. There was no patient consequence. This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).